Event description:
T the conclusion of surgery - modified radical mastectomy - a 3mm x 1.5 cm 2 degree burn noted in inframammary area near drain site. Bacitracin ointment and dry sterile dressing applied.device removed from service, tested by biomeical engineer and found to be operating within manufacturer's specification. Device returned to servicedevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, other. Invalid data - on device destroyed/disposed of status.